Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen is delayed in responding to presses. Reportedly, the customer has to turn the screen off and then back on in order to get past the unlock screen. Customer's blood glucose level was not impacted. Contact indicated the customer will continue to use the pump for insulin therapy.